Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the pump date was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose level.